Event description:
This complaint is from a literature source. The following literature cite has been reviewed: patel n, coban d, changoor s, sinha k, hwang ks, emami a. The 5-factor modified frailty index is associated with increased risk of reoperations and adjacent level disease following single-level transforaminal lumbar interbody fusion. Global spine j. 2025 mar;15(2):526-533. Doi: 10.1177/21925682231196828. Epub 2023 aug 19. Pmid: 37596811; pmcid: pmc11877658. Objective/methods/study data: the aim of this retrospective study is to determine the utility of mfi-5 scores as a risk stratification tool for the development of adverse clinical and radiographic outcomes following single-level transforaminal lumbar interbody fusion (tlif). Between 2012 to 2021, a total of 156 patients over the age of 50 undergoing single-level open or minimally invasive tlif were included in the study. All patients were treated with an interbody fusion cage such as a non-expandable peek cages and pedicle screws and rods, bone graft material such as allograft and local autograft and other surgical instruments. The follow-up duration was at least 1 year. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: depuy synthes concorde bullet. Adverse event(s) and provided interventions possibly associated with unk - cage/spacer: concorde (qty 19): (n=6) symptomatic pseudarthrosis were noted at follow-up and confirmed with CT imaging. (N=8) adjacent segment disease (asd). (N=1.5%) in mfi 0, (n=5.1%) in mfi 1, and (n=10%) in mfi 2+ group had surgical site infection. (N=5.1%) in mfi 1 and (n=6.7%) in mfi 2+ group had hardware failure. (N=4.5%) in mfi 0 and (n=6.8%) in mfi 1 group had durotomy. (N=3%) in mfi 0, (n=8.5%) in mfi 1, and (n=20%) in mfi 2+ group underwent revisions but for unknown cause. (N=3%) in mfi 0, (n=10.2%) in mfi 1, and (n=20%) in mfi 2+ group had related readmissions but for unknown cause.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.   H11 additional narrative:   h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.